Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient tested for thyrotropin(tsh) and free thyroxine (ft4). The tsh results were erroneous. The erroneous results were reported outside of the laboratory. The initial tsh result was 18.28 miu/l. The sample was repeated in a different laboratory on a siemens analyzer and the result was <0.008 mcu/ml. The result of 18.28 miu/l was reported outside of the laboratory with a note that there was a possible interference in the sample. It is not known if an adverse event occurred. No adverse event was reported. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
Based on the available information, a general reagent issue can most likely be excluded. The sample was submitted for investigation. Investigation confirmed the presence of a ruthenium interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
A new sample was obtained from the patient sometime between (B)(6) 2015. The tsh result was 18.72 miu/l. The ft4 result was 1.54 ng/dl.